Event description:
Eclipse inferior vena cava filter deployed. Angiogram after deployment reviled a fiber-like appendage on top of eclipse filter. No migration noted by bard peripheral vascular rep present during deployment. Issue called into bard company. Deployment catheter was retained for shipping to company. Filter with appendage remained in patient.